Event description:
Cna was transferring resident via the sit to stand lift. Applied the appropriate sling and lifted pt into an upright position. Pulled pt away from the bed and the lift foot plate slid under the bed. The foot plate had come undone from the lift. Cna had tightened knobs just prior to transferring the pt. Pt's knees were almost touching the floor and toes remained on the footplate. Pt was hanging onto the bars with the sling around pt. Pt's grip gave way and pt slid to the floor. Sit to stand lift removed from residential area. Maintenance employee unable to reinact.